Manufacturer narrative:
The reported complaint was inconclusive. The returned sample could not be tested due to the way it was received. The returned sample was open and integrity compromised, therefore we were unable to test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿description/indication the self-adhering male external catheter is designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precautionlergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for longer periods than 24 hours may increase the risk of complications. Directions: to apply: wash penis with mild soap and warm water. Dry thoroughly. Trim pubic hair if necessary. Open package at perforation. To remove plastic insert, squeeze catheter at the top of the white cone and pull to release. Unroll self-adhering catheter over penis. Gently squeeze the catheter to properly seal adhesive to the skin. Connect to collection bag. Important: wear time may be significantly reduced if adhesive is not properly sealed to the skin. Directions: to remove: gently roll catheter off the penis. Note: if necessary, apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive."

Event description:
It was reported the sheaths stuck to the skin and were difficult to remove. The complainant also noted that once the sheaths were removed after being in use for 24 hours, the skin was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported the sheaths stick to the skin and are difficult to remove. The complainant also noted that once the sheaths have been removed after being in use for 24 hours, the skin is damaged. Additional information was requested.